Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to jump upwards following the load process while not connected to a power source. Review of the pump data showed that the pump battery jumped from 45% to 100%. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.